Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to the clinic for routine follow up and close monitoring for anemia in setting of subtherapeutic international normalized ratio (inr). The patient received 1 unit of packed red blood cells (prbc) with no esophagogastroduodenoscopy (egd). The patient had been off acetylsalicylic acid for 1 month, and it will be resumed on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of anemia could not be conclusively established through this evaluation. Review of the submitted log files found that the pump appeared to operate at the set speed without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding (perioperative or late) as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.